Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: second surgery: pt was implanted with lcp volar distal radius plate and screws at revision surgery. Surgeon noted during a follow up visit the revision plate was broken. Surgeon also noted pseudoarthrosis from a posterior view. The revised broken plate has not yet been removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.